Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during follow-up at the outpatient clinic, the vad coordinator connected the power module patient cable to the system controller, but the connection was not sufficient and there were power cable disconnected alarms. The vad coordinator noticed that two pins of the system controller connector were broken off and pinned inside the connector of the patient cable. The system controller and patient cable were exchanged. The backup system controller was also checked during the clinic visit and the vad coordinator recognized that the screw thread of the white power cable was not sufficient. The backup controller was exchanged. Related MFR report #: 2916596-2022-10361.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the locking mechanism of the white power cable not working properly was confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). Upon arrival of the controller, a log file was downloaded for review. No notable events were observed within the log file, and the controller was observed to not be in patient use. During testing, it was found that there was slightly increased mechanical resistance when securing the cable into power sources, due to slight damage to the threads of the connector nut. The controller was functionally tested and found to perform as intended despite the observed mechanical damage. The root cause of the reported damage was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 6 "equipment maintenance", describes how to care for and clean all equipment, including the system controller and its power cables. Heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.